Event description:
On (B)(6) 2015, a representative from a dental office reported that a patient required root canal treatment on tooth #19. This tooth had a crown made from 3m espe lava ultimate implant crown restorative, which had been placed on (B)(6) 2013. The patient first reported sensitivity on tooth #19 during a cleaning visit on (B)(6) 2014; the bite was adjusted and an x-ray taken that day. The patient returned on (B)(6) 2014, because the tooth remained sensitive. It was identified that the mesial tooth root was calcified and necrotic. The patient is currently reported as fine.